Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 21815 were returned and analyzed. The bin files showed multiple injections were performed with the catheter and confirmed temperature issues, system notice 50005 ¿leak detection¿ at the date of case and system notice 50006 ¿blood detection¿ at the date of case. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice 50032, ¿the safety system has detected a compromised outer vacuum¿ in the beginning of inflation. Also, pressure test and dissection revealed a double balloon breach. Further dissection and pressure tests showed dried blood inside the inner balloon, pebax tube, and y-block. In conclusion, the balloon catheter failed the inspection due to the double balloon breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received and the coaxial umbilical cable was replaced to resolve the system notice. Additionally, temperatures were not within the expected range and blood was visible in the coaxial umbilical cable. The catheter was extracted from the sheath and damage of the balloon was visible. The balloon catheter was replaced. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.